Event description:
A (B)(6) male underwent a heart catheterization on (B)(6) 2013. The physician used cook micropuncture transitionless access set to access the femoral artery. He inserted the wire through the needle and then tried to pull back on the wire through the needle (without removing the needle) but the wire sheared. He removed the whole system together (needle and wire) and a piece of the wire got left behind inside the patient. The physician believes that the piece of wire is left outside the patient artery so patient should be fine. He claims that he always does the same technique with the cook micropuncture that includes the nitinol wire and that this type of incident never happens to him with the nitinol wire, but since this micropuncture used in this incident comes with a stainless steel wire, he thinks that it's the stainless steel wire is not good. He kept the product (wire) to report it to the hospital. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot - unknown as not provided by reporter. Expiration - unknown as lot is unknown. (B)(4). Event evaluation: still under investigation.